Event description:
Litigation papers allege, the patient suffers from extreme pain, discomfort, soreness, malaise, swelling, immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and elevated metal ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2010 for infection and loose stem. All implants were removed and spacers were placed. The patient was reimplanted on (B)(6) 2010. No labs were provided for the alleged high metal ions. At this time infection isn't alleged per litigation. Part/lot is being updated and the stem is is added for the alleged high metal ions and loose stem.